Event description:
Philips received a complaint from the customer on the v60 indicating that unit is giving error message, running on internal battery, while unit is plugged into ac outlet. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer to replace the power cord and verify unit is operational before going into internal. The customer replaced the power cord to resolve the reported issue. The device passed required performance verification tests per philips standards. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The customer biomed engineer (be) reported the strain relief or cable gland had physical damage indicating inappropriate handling by users.